Manufacturer narrative:
The blade subject to this investigation was not returned to manufacturer for evaluation as yet. The manufacturing records for the product were reviewed. No issues were identified that may have contributed to this alleged event. The root cause of this failure is undetermined.

Event description:
It was reported that during a total knee procedure that the blade broke. It was further reported that all pieces were retrieved.